Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the event was resolving. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed, and I am recovering from this operation. As a result of the symptoms, I have been hindered in my normal daily functioning, and I¿ve suffered damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the event was resolving. The reporter considered medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material has been removed, and I am recovering from this operation. As a result of the symptoms, I have been hindered in my normal daily functioning, and I¿ve suffered damages. The most recent follow-up information incorporated above includes data received on: 07-nov-2022: nullification: upon internal review this report was detected to be a duplicate to record # (B)(4)to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.